Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use and during device preparation, the protective sheath was difficult to remove from the nc trek. There was no patient involvement and no clinically significant delay in procedure. Another nc trek was used to continue the procedure. No additional information was provided.